Event description:
On (B)(6) 2021: follow up information was submitted to update awareness date and to update medical device problem code. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector when she unwound the tubing. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector when she unwound the tubing. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.